Event description:
The pt underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the physician exchanged the lens for a different diopter in order to resolve anisometropia. The pt had prior lasik surgery od in 2002. Preoperatively, the pt's bcva od was 20/20, manifest refraction was -1.00 - 0.05 x 020. Postoperatively, the pt's bcdva decreased to 20/50 and mr remained unchanged. Once the lens was exchanged for an 18.50 d crystalens, the bcva improved to 20/25 and mr improved to plano - 0.75 x 015. The pt's prognosis is reported as excellent with routine postop care. The physician attributed the event to "difficult to determine lens power secondary to prior lasik surgery".

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported problem of "lens exchanged due to anisometropia" was related to the difficulty calculating the iol dioptric power, secondary to prior lasik surgery.